Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 20 mg/dl. The customer stated that she gave herself a manual injection earlier in the day. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.